Event description:
Healthcare professional reported, right side rupture. "Undulations in the contour¿ and ¿accommodation folds¿, ¿collection inside the implant an indirect sign of intracapsular rupture¿. It was additionally reported, patient had discomfort at the site of the prosthesis in the right breast, evolving with a sensation of pain and "burning sensation". The device remains implanted.

Event description:
Healthcare professional reported an rupture of the implants, ¿right breast: ¿undulations in the contour¿ and ¿accommodation folds¿, ¿collection inside the implant, an indirect sign of intracapsular rupture¿. This is for the right side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07aug2024.

Event description:
Healthcare professional reported right side rupture, "undulations in the contour¿ and ¿accommodation folds¿, ¿collection inside the implant, an indirect sign of intracapsular rupture¿. It was additionally reported patient had discomfort at the site of the prosthesis in the right breast, evolving with a sensation of pain and "burning sensation". The device remains implanted.